Event description:
On (B)(6) 2012, a patient underwent a right tibia osteotomy of a malunion. On (B)(6) 2013, the patient was brought back to surgery for the removal of a failed revision of a non-union due to broken hardware and a possible infection. The broken hardware was revealed on x-ray taken on an unknown date. A plate and 8 screws were removed. About 5 cortical screws were found to be broken, 4 just below the head and 1 mid-shaft of the screw. This is report 5 of 9 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.